Event description:
A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma IV) was observed, however, no binary restenosis was observed at the fracture site. The diameter of stenosis was 25%. This complaint was received via literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". The patient was admitted for a procedure with stable coronary artery disease. The patient had a totally occluded lesion in the right coronary artery, however, the details of the lesion were not specified. The diameter of the vessel and the lesion length were unknown. The patient had three cypher stents implanted. The date of the procedure and the details of the stent implantation were unknown.

Manufacturer narrative:
Please note this medwatch is being voided as additional information was received, on (B)(6) 2011, stating that the stent fracture was observed in two of the three stents implanted. Therefore, the event of stent fracture will only be captured on two of the stents, implanted during the index procedure.

Manufacturer narrative:
Please note: the catalog code entered (cypher), represents an unknown cypher sirolimus eluting coronary stent. The catalog and lot numbers for the actual products used in the procedure are unknown. Also note that the event date for this case is unknown. This unknown (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00976, 9616099-2010-00977 and 9616099-2010-00978. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00976, 9616099-2010-00977 and 9616099-2010-00978.